Event description:
It was reported that there was a large difference between sensor glucose and blood glucose. Customer stated that sensor glucose was 154 mg/dl and blood glucose was 54 mg/dl. Customer reported also that he passed out and his sensor glucose reading was 129 mg/dl and did not have his meter to check blood glucose. Troubleshooting was done. The customer was educated regarding the causes of sensor and blood glucose differences and how and when to calibrate. Customer declined to do troubleshooting for calibration error. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.